Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was functioning intermittently was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was not working, will not run. It was further determined that the device failed pretest for check function of the device and check power with power test bench. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
Product complaint # (B)(4). H4: the date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to may 23, 2017.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that pre-surgery testing it was observed that the small battery drive device was functioning intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.